Event description:
During an angiography procedure, visipaque contrast was used and during injection, review of the film indicated a small particle seen from the tip of the catheter trickling down the vessel until it disappeared. There was no reduction of blood flow. The patient did not suffer any injury. Already mixed heparinized bags were used. There was no dextrose used on the table for any reason. A power injector was used in the procedure. The film received shows shots of the emboli which moved to the right coronary. After injecting additional dye into the rca, the emboli dissolved or disappeared.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.